Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented, the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of right ventricular (rv) lead, the tip was not coming out of the lead. Physician tried to screw in the lead for several minutes. The tip was twisting but did not come out of the lead. The rv was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.